Manufacturer narrative:
The reported device is a custom implant, with catalog number c-m107-8-200, however does not produce results for catalog number, and therefore was provided in product long description. As noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Custom saddle implant could not engage cross bolt into prosthesis. Surgeon choose to use a large frag screw with cement instead. Surgeon used plasma rest mod stem and choose to cement in implant.

Manufacturer narrative:
An event regarding an intra-operative difficulty engaging the cross bolt into a custom peri-acetabular reconstruction prosthesis was reported. The event was confirmed based on review of the medical records provided by a clinical consultant. Device evaluation and results: not performed as product was not returned, it remains implanted. A review of the provided medical records and x-rays by a clinical consultant indicated: a likely cause for the inability to mount one of the fixation bolts of the custom prosthesis would be a problem with bone cement smearing into the intended space for the bolt during the drilling of a hole in the space required for the bolt even though full evidence is missing due to limited information about the problem. The device was manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar reported events for the reported lot. Based on the medical records provided, the intra-operative assembly issue was confirmed, however it is not possible to determine the exact cause of the event. A special orthopaedic solutions project engineer reviewed the event and stated: custom implants are 100% inspected so the bolt threads where verified prior to shipment. Additionally, the guide sheet forces a functional check with the bolt and implants. The drill guide requires the surgeon to manually hold the barrel in place to counter bore when preparing the holes. Clinician review of the medical records provided concluded that a likely cause for the inability to mount one of the fixation bolts of the custom prosthesis would be a problem with bone cement smearing into the intended space for the bolt during the drilling of a hole in the space required for the bolt even though full evidence is missing due to limited information about the problem. Product evaluation is needed to complete further investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Custom saddle implant could not engage cross bolt into prosthesis. Surgeon choose to use a large frag screw with cement instead. Surgeon used plasma rest mod stem and choose to cement in implant.